Manufacturer narrative:
Visual inspection during the investigation, no significant deformation or damage of the valve was determined. Permeability test a permeability test has shown that the valve is permeable. Computer controlled test to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates within the accepted tolerances in the horizontal position. Adjustment test the progav 2.0 was tested and is not adjustable. Braking force and brake function test the brake functionality test has shown that the brake function is operational. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valve, organic deposits were found. Result based on the results of the investigation, it was determined that the progav 2.0 could not be adjusted. The deposits found in the valve led to the aforementioned functional impairment. Deposits caused by substances naturally present in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus treatment. Even small amounts of organic deposits can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx603t) was implanted on (B)(6) 2021. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.